Manufacturer narrative:
(B)(4). Device fired through lockout (B)(6). The following information was obtained from the sales representative: "I believe he did see clip in jaw prior to firing. Surgeon has been using device for a two yrs. I in-serviced him on it about 6 months ago." The analysis results found that the device was received in good visual condition. Upon cycling the device, it was noted to be empty and the lockout had been fired through. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position. Due to the condition of the device, no functional testing could be performed to evaluate the reported dropping or ejected and scissored clips.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device fired the first two clips successfully and then started deploying scissored clips. The surgeon continued to use the same device and when the handle was slowly squeezed to load a clip into the jaws, the clip shot out into the patient. The clip was retrieved from the patient. The same device was then fired across a small posterior branch of the cystic artery and the jaws would not open. When pulled from the artery, a small tear occurred. No excessive bleeding occurred. Another device was used to complete the procedure. There was no adverse consequence to the patient reported.